Manufacturer narrative:
Patient identifier could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 voice mail. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, at the end of the case when the clinician switched to mechanical mode, the unit alarmed that only volume ventilation was available. There was no reported patient injury.

Manufacturer narrative:
Attempts to obtain further information were made via voice message to hospital biomed on (B)(6) 2016, (B)(6) 2017, and (B)(6) 2017. No reply received from customer to date regarding repair or further information.